Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from the clinic that the physician is aware of the right ventricular (rv) lead issue as it has been going on for about the last three to four months. The patient will require a laser lead extraction and the physician is currently waiting for approval of this procedure.

Manufacturer narrative:
Concomitant medical products: 1488tc lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is exhibiting high impedance, lead noise oversensing, and high rv capture thresholds in both the rv bipolar and rvtip-to-rvcoil vectors. The rv lead remains in use. No patient complications have been reported as a result of this event.